Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported elective replacement indicator (eri) was indicated on the implantable pulse generator (ipg) and there was unexpected longevity as the battery had depleted in two years. The device is planned to be explanted and replaced. No patient complications have been reported as a result of this event.